Event description:
The reason for the pump flip was that the pump had broken free from the mooring sutures. The catheter was twisted from the pump flipping and was revised during the (B)(6) 2014 surgical procedure.

Event description:
The patient had increased pain. On (B)(6) 2014, it was determined via examination/palpation that the pump was flipped in the pocket. On (B)(6) 2014, a cap (catheter access port) contrast study was done; the result was reported as ¿failed dye study¿. A pump pocket revision was done on (B)(6) 2014. The event was noted to be related to the device or therapy, but not related to the implant procedure. The severity of the event was noted to be ¿moderate¿. The event outcome was reported as ¿resolved without sequela¿ with a resolved date of (B)(6) 2014. The device system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported via manufacturer's report # 3004209178-2015-08517 [it was reported that on the day of report patient went to the healthcare provider's clinic complaining that they were not getting boluses when they thought they should. It was noted that there were no refill issues but patient was not due for a refill yet. It was noted that the pump patient activation (pa) logs confirmed failed communication. It was noted that the patient does not use an antenna. The pump system was delivering hydromorphone and bupivacaine. Additional information received reported that the communication issues were due to the pump flipping. A revision was done on (B)(6) 2014. The pocket site changed and the intrathecal catheter was revised. The patient was doing good and receiving effective therapy. A follow-up report will be submitted if more information becomes available.]

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, lot# l47427, implanted: (B)(6) 1997, product type: catheter. (B)(4).